Event description:
"Pump stalled to replacement of the device" after an implant duration of 10 months. A kink was found in the proximal portion of the catheter. It was revised and returned to the manufacturer for analysis. The patient outcome was reported as "seems to be okay."